Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported patient is scheduled for an explant due to an unknown reason.

Event description:
Additional information reported patient experienced difficulty charging the device due to physical limitations. There is no alleged malfunction of the device. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.